Event description:
The following information was reported to kci: on (B)(6) 2013, the nurse reported observing a small venous bleed while performing a dressing change. On (B)(6) 2013, the following information was obtained from the nurse: the small venous bleed initially resolved with pressure, and subsequently began to hemorrhage. Per the pt's medical record, on (B)(6) 2013, the pt presented to the hospital, and the hemorrhaging had resolved. Surgical intervention was not required. The pt was admitted to the hospital, the same day, for acute post-hemorrhagic anemia, and received one unit of red blood cells. On (B)(6) 2013, the pt was discharged in stable condition.

Manufacturer narrative:
There have been several attempts made to retrieve the activ.a.c. Unit, but the unit is not available for return to kci. Therefore, kci cannot conduct a device eval of the unit. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but no limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, radiation, pts without adequate wound hemostasis, pts who have been administered anticoagulants or platelet aggregation inhibitors, pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding, and seek immediate medical assistance. The v.a.c. Therapy units and dressing should not be used to prevent, minimize, or stop vascular bleeding.